Event description:
It was reported that the left ventricle lead had dislodged into the coronary sinus. The lead had dislodged due to anatomical problems. The lead was explanted and replaced. The patients condition was stable after procedure.

Manufacturer narrative:
.